Event description:
String was cut, tampon was cut in two [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon and the string were cut. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String was cut, tampon was cut in two [device breakage]. Case narrative: consumer reported via e-mail that the tampon and the string were cut. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String was cut, tampon was cut in two [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon and the string were cut. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.